Event description:
It was reported that a extra large volume infusor had particulate matter in its bladder. This was found before use. The device was filled with levobupivacaine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection (via the naked eye) as well as microscopic inspection was unable to find evidence of particulate matter either inside the reservoir or other parts of the device. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.